Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported that a customer is receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 51 mg/dl, 30 mg/dl, 51 mg/dl, 210 mg/dl, and 182 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. Performed visual inspection on returned meter, no issues observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification the dhrs (device history review) for the freestyle strips indicated by the serial number provided by the customer. The dhrs showed the freestyle strips passed all tests prior to release. Performed control solution tests on the returned meter; no issue and the results were satisfactory. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A pharmacist reported that a customer is receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 51 mg/dl, 30 mg/dl, 51 mg/dl, 210 mg/dl, and 182 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.